Manufacturer narrative:
The manufacturer previously reported information alleging the screen was lighting in white and was not displaying. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the issue of failure in the screen display was not confirmed by an operational check and it was confirmed that the screen display was able to be viewed. Error log evaluation confirmed that no error indicating a device failure was recorded. It has been determined that the issue was caused by the lcd failure. The lcd was replaced to address the issue.

Event description:
The manufacturer received information alleging the screen was lighting in white and was not displaying. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.